Event description:
The customer called to report motor error alarms. Troubleshooting was performed and the insulin pump failed the displacement test. Advised the customer to discontinue using the insulin pump and revert to a back up plan. The customer also reported a blood glucose reading of 265 mg/dl during the phone call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.